Manufacturer narrative:
Investigation summary: the obturator of one (1) event unit was returned for evaluation. Upon inspection, engineering confirmed that the tip of the obturator was broken off and found that the tip of the other obturator was bent. Engineering noted that the fracture location of the broken tip was curved and deformed. The damage to the tip of the obturator may have been the result of applying repeated force to bend the obturator tip back and forth during insertion; however, engineering is unable to confirm the root cause. The instructions for use (IFU) states, "under direct vision, advance the system through the abdominal wall by applying continuous downward force while gently rotating in alternating clockwise and counterclockwise directions until the tip of the obturator enters the peritoneal cavity." This document represents our final report.

Event description:
Laparoscopy - "tip broke off during procedure." Patient status - "good."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.